Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of air in filter could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unspecified date involving a extension set, 17 inch, 0.2 micron filter, clave(tm) y-site, secure lock. It was stated in the report that they have three instances where an inline IV filter has filled with air. There was unknown patient involvement, unknown patient harm and unknown delay in therapy.